Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), prior to deployment of a 26 mm sapien 3 valve, the operator did not pull back the pusher of the delivery system. It was realized during valve deployment and the pusher was pulled back during deployment. The valve opened enough to anchor, but the balloon ruptured before finishing the inflation of all the volume in the atrion. The valve was secured using a numed balloon and then the delivery system was retrieved. The valve was in a good place. There was no complications for the patient.

Manufacturer narrative:
Two images showing the device after the procedure were provided. The photos show that the balloon string stretched, likely during retrieval of the device, and the inflation balloon separated from the delivery system. The device was not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Per the report, the balloon inflation was started prior to retracting the flex catheter. This may have resulted in additional pressure being put on the balloon during the initial inflation and causing the crimp balloon to tear. After the balloon tore, it may have been more difficult to withdraw the delivery system as the torn balloon caught on the sheath tip. If high force was used to withdraw the delivery system due to interaction with the sheath tip, the balloon and nose tip would have separated. The root cause for the report event can likely be attributed to procedural factors (partial inflation of balloon prior to retracting flex catheter and withdrawal of the torn balloon). The s3 balloons are 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots, contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. Balloons are sampled for burst testing and additional visual inspection. The balloon is 100% visually inspected for visual defects before and after the pleat, fold, and form process. During final inspection, 100% distal to proximal visual inspection by both manufacturing and quality is performed. During the flex catheter and balloon catheter leak test, the commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, product verification testing was performed on a sampling basis. The samples are visually inspected for physical defects, and the balloon burst pressure after fatigue was tested. The lot was accepted as all samples passed product verification testing. These inspections support that it is unlikely that a pre-existing damage on the balloon was present before leaving the manufacturing facility. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Based on the provided photographs, the complaint for balloon - torn and distal tip, nose tip ¿ separated were confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. However, a review of the lot history, device history record (DHR), complaint history, and manufacturing mitigations supports that it is unlikely that a manufacturing nonconformance was a contributing factor. Available information suggests that procedural factors (partial inflation of balloon prior to retracting flex catheter and withdrawal of the torn balloon) contributed to the reported event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend categories. Per management discretion, the balloon torn issue and its associated risks have previously been documented and evaluated in a product risk assessment and a CAPA is being updated to address the inflation/crimp (I/c) bond tear complaint events.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Per the instructions for use (IFU), mechanical failure of delivery system, and/or accessories is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards lifesciences and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, it was reported that balloon inflation was started prior to retracting the flex catheter. This may have resulted in additional pressure being put on the balloon during the initial inflation, damaging the balloon. Then, upon full inflation, the damaged balloon may have burst. The root cause for the report event can likely be attributed to patient factors (calcification) or procedural factors (partial inflation of balloon prior to retracting flex catheter); however, a definitive root cause is unable to be determined. The s3 balloons are 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots, contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. Balloons are sampled for burst testing and additional visual inspection. The balloon is 100% visually inspected for visual defects before and after the pleat, fold, and form process. During final inspection, 100% distal to proximal visual inspection by both manufacturing and quality is performed. The flex catheter and balloon catheter are 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, product verification testing was performed on a sampling basis. The samples are visually inspected for physical defects, and the balloon burst pressure after fatigue was tested. The lot was accepted as all samples passed product verification testing. These inspections support that it is unlikely that a pre-existing damage on the balloon was present before leaving the manufacturing facility. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the unavailability of the device, the complaint for balloon burst was unable to be confirmed, and it cannot be determined if a manufacturing non-conformance contributed to the reported event. However, a review of the lot history, device history record (DHR), complaint history, and manufacturing mitigations supports that it is unlikely that a manufacturing nonconformance was a contributing factor. Available information suggests that patient factors (calcification) and/or procedural factors (partial inflation of balloon prior to retracting flex catheter) contributed to the reported event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.